Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("intermittent right iliac fossa pain") in a (B)(6) female patient who had essure (batch no. C64472) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headache"), dizziness ("dizziness"), asthenia ("asthenia"), disturbance in attention ("concentration disorders"), arthralgia ("joint pain") and gastrooesophageal reflux disease ("gastric reflux"). The patient was treated with surgery (bilateral salpingectomy with interstitial part resection to remove essure in one block). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, headache, dizziness, asthenia, disturbance in attention, arthralgia and gastrooesophageal reflux disease outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, asthenia, disturbance in attention, dizziness, gastrooesophageal reflux disease and headache with essure. The reporter commented: the defective sample was not kept. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("intermittent right iliac fossa pain") in a 46-year-old female patient who had essure (batch no. C64472) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headache"), dizziness ("dizziness"), asthenia ("asthenia"), disturbance in attention ("concentration disorders"), arthralgia ("joint pain") and gastrooesophageal reflux disease ("gastric reflux"). The patient was treated with surgery (bilateral salpingectomy with interstitial part resection to remove essure in one block). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, headache, dizziness, asthenia, disturbance in attention, arthralgia and gastrooesophageal reflux disease outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, asthenia, disturbance in attention, dizziness, gastrooesophageal reflux disease and headache with essure. The reporter commented: the defective sample was not kept. Amendment: the report was amended on 30-jan-2019 for the following reason: dsil updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("intermittent right iliac fossa pain") in a 46-year-old female patient who had essure (batch no. C64472) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no special medical history, no concomitant diseases, no concomitant drugs. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headache"), dizziness ("dizziness"), asthenia ("asthenia"), disturbance in attention ("concentration disorders"), arthralgia ("joint pain") and gastrooesophageal reflux disease ("gastric reflux"). The patient was treated with surgery (bilateral salpingectomy with interstitial part resection to remove essure in one block). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, headache, dizziness, asthenia, disturbance in attention, arthralgia and gastrooesophageal reflux disease outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, asthenia, disturbance in attention, dizziness, gastrooesophageal reflux disease and headache with essure. The reporter commented: several examinations but none led to specific etiology. Causality assessment is consistent with that. The defective sample was not kept. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: several examinations: none led to specific etiology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.